Manufacturer narrative:
This ipg serial number is associated with a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs sys on (B)(6) 2009. It was reported that the pt is not feeling stimulation and the programmer reads "ipg comm error." Several attempts to locate the ipg were made. A new charging sys was sent to the pt and did not resolve the pt's issue. The pt is working with his physician for the next course of action. No further info is available at this time.